Manufacturer narrative:
The device was returned and evaluated. The evaluation confirmed there were burnt traces on the tip surface and dielectric breakdown was observed. The tip passed the flow test and thermistor testing. However, the tip failed the leak test, and visual inspection. The visual inspection indicated a dent was observed, however it cannot be determined how the dent occurred. It is also unlikely that the dent contributed to this complaint. Functional testing could not be performed due to the burnt traces on the tip and the presence of db. A review of the manufacturing record is in progress but not yet complete. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment, and can potentially cause patient burns. No patient injury was noticed during treatment. All treatment tips are visually inspected for defects during manufacturing and packaging. Investigation has found that glowing or sparking from the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge, that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Service confirmed damage on the tip membrane along the radio frequency trace which most likely caused the reported sparking issue during treatment.

Manufacturer narrative:
The treatment tip has been requested for evaluation but has not yet been returned. A review of the manufacturing record is in progress but not yet complete. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported that during a thermage treatment a spark was observed and the tip smelled burnt. The tip was inspected prior to treatment and nothing was observed. The tip was inspected following the observance of the spark and the treating doctor noted there was a visible burnt mark on the radio frequency trace. The doctor removed the tip and completed the treatment with a new tip. There was no patient injury reported.